Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a fast watchdog trigger after the device had reached elective replacement battery levels. The cause of the fast watchdog event could not be determined. The field event of no capture was not confirmed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a pulse generator failure was observed. Patient experienced bradycardia. The device was explanted and replaced. No further information was reported.